Event description:
Customer reported the panorama central station's display had no video output, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included reseating the unit's connections, power cords, and cables.